Event description:
It was reported that the right side of the wooden recliner frame is cracked with reported sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported the chair was cracked with sharp edges; however, the investigation findings did not report any sharp edges. With the cracked leg, however, the chair may not support patient weight. Additionally the damage was identified by the customer when it was delivered. The customer refused receipt of the chair and it was returned to the distribution center.

Event description:
It was reported that the right leg of the wooden recliner frame is cracked and may not support patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion: the unit was determined to be unrepairable and will be scrapped.